Event description:
A sales rep reported that a customer had a laryngeal mask airway tube with a crack. The crack was discovered after the mask was sterilized, but prior to pt use. An MDR is being filed since a broken airway tube could theoretically cause a serious injury, and it is not known if the defect was detected during the recommended pre-use performance tests. (The device labeling instructs all users to conduct a series of performance tests after sterilization, but prior to pt use, to ensure that the device, which is a reusable medical device, has not exceeded its useful life.) The device was returned to the device MFR and evaluated. The device was in average condition, except for a 40mm long split in the airway tube, starting 50mm from the backplate. There were two deep scratches in the airway tube approx. 25-30 mm from the backplate. Additional small scratches were also visible on the tube. The exact cause of the malfunction is unk. The airway tube, however, appears to have been trapped between two surfaces with sufficient force to shear the tube and scratch its underside. It is possible that the damage could have occurred by a pt biting the mask. This report will be considered closed unless additional info is received from the reporting site.